Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing interventional surgery, which was delayed and completed after two restarts. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. Upon troubleshooting, the fse checked the log files and found that the ippc post (power-on self-test) failed. It was confirmed that the ippc was defective. To resolve the issue, the fse replaced the ippc and reloaded the software to solve the reported problem. The defective ippc was returned to philips for failure analysis, and the cause of the ippc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the ippc by the field service engineer has resolved the reported problem. And restored the system's functionality. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.